Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt added their ins would also automatically turn on since several months ago. Pt turned their group a off, which turned back on when switching to group c. Pt noted they fell on their lumbar area in april from a dog knocking them over and they fell again in august which broke their vertebrae. Pt reported they lost 70 pounds and their ins was "loose" since about 4 months ago. Pt added they were "swollen" and they received injections from their hcp. Pt noted their hcp performed an x-ray of their right hip and the pt was trying to get a hold of a mdt rep, but didn't notify a mdt rep. Pt noted they fractured their back before the ins was implanted. Patient services specialist (pss) understood that the adaptive stimulation feature was turned on and that's why their stimulation would turn on automatically. Pt tried to see their settings, but they saw the "battery empty, cannot provide stim ulation, recharge your implanted device" message and their controller battery was at 100%, but their ins battery was at 0%. Pt mentioned they did see the adaptive stimulation feature when they were looking at their settings. Pss suggested the pt recharge their ins battery to at least 50% and turn their adaptive stimulation off to see if their ins stopped turning on automatically.  The patient was redirected to their healthcare provider to further address the issue. The patient also noted they met with manufacturer reps in august that were nice, but they confirmed they didn't notify a rep about these issues. Pt also noted they had tremors and pain and was unsure if they were due to complications with the spinal cord stimulator (scs).